Event description:
It was observed that during the device evaluation, the colonovideoscope had a white residue in air-water channel, error b30 (scope communication error) and displayed blank screen when plugged in and turned on. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: blank screen when plugged in and turned on and error b30 (scope communication error) was due to component failure. However, the cause of the white residue could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.